Event description:
High impedance was discovered from a routine review of the manufacturer¿s in-house programming history database. Systems diagnostics were performed on 04/23/2015 and identified high impedance. The patient involved is unknown to-date. Additional relevant information has not been received to-date.

Event description:
The treating physician provided that they did not know of any patient relating to the high impedance observed in the manufacturer's programming history.